Manufacturer narrative:
An event of a dislodged leaflet could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the valve was implanted concurrent with amvl and aortic root reconstruction, and the reconstructed amvl was identified to be in the way of the mhv. Per the instructions for use, the valve should only be rotated if the valve can rotate freely.

Event description:
The following information was obtained from asian cardiovascular & thoracic annals, 2015, vol23(9) pg. 1060-1061. The event involved a redo avr in a (B)(6) female. The patient had a 25-mm carbomedics mhv implanted 16 years prior to the redo. At the time of the redo it was discovered that the base of the anterior mitral valve leaflet (amvl) was severely adherent to the ring of the aortic prosthesis. Part of the amvl was removed while explanting the valve and as a result the amvl was reconstructed with a pericardial patch and the aortic root was reconstructed with a patch going all the way down to the aorto-mitral curtain. A 27-mm abbott mhv was sutured to the annulus however the reconstructed amvl was identified to be in the way of the mhv. The valve was rotated, and a leaflet dislodged into the left ventricle. The leaflet was retrieved. The surgeon then intentionally attempted to remove the remaining leaflet and it fractured and multiple pieces fell into the left ventricle. The left atrium was opened, a thoracoscope was used to extract all pieces and the physician then elected to implant a tissue heart valve to the remaining mhv ring. This approach was taken due to increasing procedure time. The patient is reported to have survived the long procedure. (Doi: 10.1177/0218492314531139).